Event description:
It was reported that patient stated they were thrown to the ground because of the device. It was explained that the patient's device does not shock and it was due to the patient's blood pressure. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.